Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error b30 was due to electronic component problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer reported that the device displayed a scope communication error b30, troubleshooting was performed, including cleaning the gold scope contacts, confirming the device operated normally on two other units, and verified that no maj-1430 cable was connected to either cv-190. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited scope communication error b30. The issue occurred during inspection for use. There were no reports of patient involvement.